Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of breaking at the safety clamp could not be verified due to the product not being returned for failure investigation. A device history record review was not performed as the lot number is "unknown" for this complaint. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following verbatim it was reported by a customer that the IV tubing breaks primarily at the safety clamp.